Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an inaccurate delivery event. It was reported that the patient experienced a blood glucose level of 300 mg/dl, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. Customer support has made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19 dec-2018 with the following findings: a review of the pump¿s black box showed that the last bolus delivery was on (B)(6)2018. The black box and alarm history showed no indication of alarms or delivery malfunctions. The basal totals added up correctly with total daily dose. The pump was in use until (B)(6)-2018. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.